Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating, and the pump would occasionally get stuck. The patient underwent several ultrasound evaluations that showed a mechanical problem with the device. The device is currently implanted, and the explant surgery is already booked. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating, and the pump would occasionally get stuck. The patient underwent several ultrasound evaluations that showed a mechanical problem with the device. The device is currently implanted, and the explant surgery is already booked. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).